Manufacturer narrative:
H3: product analysis of the indigo attachment found that the bearing was broken. That makes impossible to insert the bur in the indigo attachment to perform incoming test. The bearing and spring were corroded and the label was faded. Previously applied codes fdm b17, fdr c20, fdc d16 and img g04130 are no longer applicable. D10: product analysis of the indigo drill found that there was no malfunction in the device. The pre-repair temperature reading of the handpiece after 1 minute was 74 fahrenheit at t1 and 75 fahrenheit at t2 which were within specifications. Based on the temperature reading, it has been determined that this event does not meet the criteria for regulatory reporting. The temperature recorded was below 118f, which is within the acceptable range and therefore not reportable. H6: fdr c19, fdc d20 and img g04063 codes are applicable for concomitant product. Additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 1 845000, product description: drill 1845000 indigo high speed otologic, serial/lot #:(B)(6) , UDI#: (B)(4). Img g code for product 1845000 is g04063. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during intra-op, the attachment, cable, and handpiece becomes hot during use and too hot to handle resulting in them having to stop the surgery and use the other equipment. There was no patient impact.